Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that implant was being opened when nurse notice the tip of the stem had completely punctured through not only all of the plastic, but the cardboard box as well. No other signs of wear on the box were shown: I have photos that show the condition of the box and implant. Doi- unknown. Dor- 7th january,2026. Affected side- right hip". The product was returned to depuy synthes for evaluation. Visual inspection revealed the following conditions on the device packaging: 1) card box packaging was found open and with a tab ripped off; 2) the blister was found broken (punctured by the implant inside of it); 3) the tyvek lid was open; 4) the plastic internal packaging appears to be sealed; 5) the blue packaging was also punctured by the implant; and 6) the implant was found un-used. No other anomaly was identified on the evidence provided. Although the packaging was returned in an open condition, evidence suggests the device had been sealed and packaged at the manufacturer prior to when it was opened. No evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Once the product leaves depuy synthes control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to improper storage and manipulation, outside of depuy synthes control. A manufacturing record evaluation was performed for the finished device c35122 lot number, and no non-conformances nor manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the summit por taper sz9 std off would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device c35122 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: h3.

Event description:
It was reported that the implant was being opened when a nurse noticed the tip of the stem had completely punctured through the plastic packaging and the cardboard box, with no other signs of wear on the packaging. Doi- unknown. Dor- (B)(6) 2026. Affected side- right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.